Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8fr navarre drainage catheter locking pigtail segment was returned for evaluation. Visual, and functional evaluations were performed on the returned device. The distal tip of the stylet was noted protruding at the distal end of the catheter. The manufacturing site evaluation states all-length dimensions for the catheter, stylet, and cannula were in-specifications. Therefore, the investigation is unconfirmed for the reported trocar needle being longer than the catheter. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an ultrasound guided cyst drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an ultrasound guided cyst drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed with another device. There was no patient contact.